Manufacturer narrative:
Initial reporter phone number: (B)(6). Date of event estimated.

Event description:
It was reported the ipg was inoperable and the patient experienced new pain. In turn, the system was explanted and replaced to address the issue.

Manufacturer narrative:
A patient had their system explanted and replaced due to an inoperable ipg was reported to abbott. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.